Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during a dilatation of the esophagus on (B)(6) 2012. According to the complaint, during the procedure, when the balloon was attempted to be inflated, it was noted that the gauge on the syringe was not increasing. They removed the syringe to connect a new alliance syringe to the balloon and completed the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an alliance syringe was used during a dilatation of the esophagus on (B)(6) 2012. According to the complaint, during the procedure, when the balloon was attempted to be inflated, it was noted that the gauge on the syringe was not increasing. They removed the syringe to connect a new alliance syringe to the balloon and completed the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the unit to have no damage or defect. The device was functional tested and the syringe assembly was tested with the sample stopcock and was pressurized with 35ml of sterile water for 30 seconds. No movement of the gauge during this test. No leaks were noted during this test. The complaint event description was confirmed. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.